Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that a few weeks ago the patient received replacement charging equipment, however they were unable to do anything. They tried to charge the ins but did not know if the ins was actually charging or charged when they tried. The patient did not know the event date. The patient had not charged in a couple of years or better, it was unknown if the patient was talking about their ins or equipment. The patient tried to connect with their programmer and received a poor communication screen. The patient then tried to use their recharger and reported the reposition antenna screen. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported. Additional information was received. It was reported the presented to an appointment with their ins dead for years and a jump start was attempted. After two 60 minute cycles and no kick over to charge, the patient stated they did not want to wait any longer and battery replacement was discussed. The issue was not resolved at the time of report. Surgical intervention was planned but not scheduled.